Event description:
It was reported that the subject device had a sticky residue on the distal tip. The issue occurred before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue could not be established. However, during the inspection, several third-party components were identified, which may have contributed to residue accumulation on the distal tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.